Event description:
It was reported that the patient's IPG was not holding a charge. The patient underwent an IPG replacement procedure and was doing well postoperatively. The explanted IPG was retained by the medical facility and will not be returned.

Event description:
IT WAS REPORTED THAT THE PATIENT'S IPG WAS NOT HOLDING A CHARGE. THE PATIENT UNDERWENT AN IPG REPLACEMENT PROCEDURE AND WAS DOING WELL POSTOPERATIVELY. THE EXPLANTED IPG WAS RETAINED BY THE MEDICAL FACILITY AND WILL NOT BE RETURNED.

Manufacturer narrative:
BLOCK B3: EXACT DATE UNKNOWN, EVENT OCCURRED FEW YEARS PRIOR TO THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT. BLOCK D2B: PRO CODE (PRODUCT CODE): LGW, QRB ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENT INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-1110-02 SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: 14774030 MODEL/CATALOG DESCRIPTION: PRECISION IPG KIT UNIQUE IDENTIFIER (UDI)#: (B)(4).

Manufacturer narrative:
Block B3: Exact date unknown, event occurred few years prior to the date the manufacturer became aware of the event. Block D.2b; Additional applicable Product Code: QRB.Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-1110-02,Serial Number: (b)(6),Batch/Lot Number: 14774030,Model/Catalog Description: PRECISION IPG KIT,Unique Identifier (UDI)#: (b)(4).Investigation Results:All explanted devices were not returned for analysis; therefore, a technical analysis could not be performed.Device History Record:It was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation Conclusion:All explanted devices were not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the Complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code Cause Not Established will be used.